Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, lead safety switch (lss) was triggered. Subsequently, as the configuration changed to unipolar, noise oversensing occurred. Technical services (ts) suspected possible lead fracture, but it was not conclusive. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section e1, e2 and e3. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, lead safety switch (lss) was triggered. Subsequently, as the configuration changed to unipolar, noise oversensing occurred. Technical services (ts) suspected possible lead fracture, but it was not conclusive. No adverse patient effects were reported. This rv lead remains in service.